Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a difference between a sensor glucose reading and a blood glucose reading. Customer's blood glucose reading was 353 mg/dl. Customer's sensor glucose reading was 88 mg/dl and dropping. Troubleshooting was performed and customer stated that she was unable to upload to carelink. It was explained to the customer that medtronic will need the data from carelink to better understand the event. Customer was advised to monitor the issue and to consider changing the sensor if the issue continues. No additional information provided.